Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the ventricular lead exhibited an insulation abrasion. No electrical anomalies were noted. The lead remained implanted and the patient would be monitored.